Manufacturer narrative:
A patient experienced a coronary artery dissection post deployment of a cypher stent. Additionally, stent thrombosis developed after the procedure. A patient transferred from outlying facility as a stemi, emergently to the ccl. Films reveal 100% occlusion with thrombus of the left anterior descending artery at the first diagonal. This patient's emergent presentation with an stemi puts him at increased risk for mace. In addition, his presentation with an stemi puts him in a hypercoagulable state and at increased risk for thrombotic events. A thrombectomy was performed restoring timi ii flow. The lesion was then stented directly with two separate lesions, a thrombotic lesion, and a separate lesion involving the diagonal ostium. The lesion was stented with a 2.25 x 23 cypher rx des. There was a distal edge dissection, very focal and contained secondary to stent length. This was covered in overlapping fashion with a 2.25 x 8 cypher rx des. The balloon from the deployed stent was used to dilate, and then both stents post dilated in an overlapping fashion using a 2.25 x 20 nc quantum apex. Final film revealed a widely deployed stent, patent first diagonal takeoff and resumption of timi iii flow. Medicated with asa, plavix and heparin prior to arrival and angiomax during case. Aspirin and clopidogrel were administered post-procedure. Later, patient went to ccu, nauseated continuing throughout night despite medications bigeminy noted. This was followed with chest pain and nausea, EKG with st elevations. Patient becoming more anxious and bp elevated. Patient returned to ccl for persistent symptoms. Films reveal that the previously placed left anterior descending artery stent is thrombotically occluded in the proximal portion. Difficulty fully passing a pronto (thrombectomy catheter. Thrombectomy partially performed. A 2.25 x 15 nc quantum apex to dilate entire stent length. Ivus performed which did not reveal any evidence of proximal or distal edge dissection. There was appropriate stent apposition in distal, mid and most of proximal segment. There was a 1mm eccentric proximal edge non-apposition noted on ivus. A 2.75 x 6 nc quantum apex used to dilate this proximal portion of the stent. Follow-up ivus reveals a well deployed stent with circumferential apposition. Films reveal timi iii flow with no recurrent evidence of thrombus. The patient was chest pain free at conclusion of case. Asa and plavix were re bloused to emesis during the night with pill fragments noted. Pt medicated with heparin and integrilin as well. The product remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Patients who are known to be at high-risk for thrombotic events include those with long lesions, bifurcations, a vessel diameter less than 3mm and previous thrombus. Under the individualization of treatment section, the IFU indicates that thrombosis following stent implantation is affected by procedural factors such as dissection following stent implantation. The persistence of a thrombus or dissection should be considered a marker for subsequent thrombotic occlusion. Review of the information provided suggests that there are possible patient factors, vessel characteristics and pharmacological factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Films reveal that the previously placed left anterior descending artery stent is thrombotically occluded in the proximal portion. Difficulty fully passing a pronto (thrombectomy catheter). Thrombectomy partially performed. A 2.25 x 15 nc quantum apex to dilate entire stent length. Ivus performed which did not reveal any evidence of proximal or distal edge dissection. There was appropriate stent apposition in distal, mid and most of proximal segment. There was a 1mm eccentric proximal edge non-apposition noted on ivus. A 2.75 x 6 nc quantum apex used to dilate this proximal portion of the stent. Follow-up ivus reveals a well deployed stent with circumferential apposition. Films reveal timi iii flow with no recurrent evidence of thrombus. Patient chest pain free at conclusion of case. Asa and plavix were re bloused to emesis during the night with pill fragmenets noted. Pt medicated with heparin and intergrillin as well.concomitant medications: angiomax, aspirin, clopidogrel and heparin were administered pre and post-procedure.concomitant devices:2.25 x 8mm cypher rx des,2.25 x 20mm quantum balloon,2.25 x 15 nc quantum balloon,2.75 x 6 quantum balloon.the product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.additional information is pending and will be submitted within 30 days upon receipt.please note that the number of the previously submitted MDR is (B)(4).

Event description:
A patient transferred from outlying facility as a stemi, emergently to the ccl. Films reveal 100% occlusion of the left anterior descending artery at the first diagonal. A thrombectomy was performed restoring timi ii flow. The lesion was then stented directly with two separate lesions, a thrombotic lesion, and a separate lesion involving the diagonal ostium. The lesion was stented with a 2.25 x 23 cypher rx des. There was a distal edge dissection, very focal and contained secondary to stent length. This was covered in overlapping fashion with a 2.25 x 8 cypher rx des. Balloon from deployed stent was used to dilate, and then both stents post dilated in an overlapping fashion using a 2.25 x 20 nc quantum apex. Final film revealed a widely deployed stent, patent first diagonal takeoff and resumption of timi iii flow. Medicated with asa, plavix and heparin prior to arrival and angiomax during case. Later patient went to ccu, nauseated continuing throughout night despite medications bigeminy noted. This was followed with chest pain and nausea, EKG with st elevations. Patient becoming more anxious and bp elevated. Patient returned to ccl for persistent symptoms.